Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 04/22/2016. Medtronic investigation of returned suspect articulating arm finds that, as reported, the articulating arm is not holding once the handle has been tightened. The arm failed the vertek arm force test, wi-n-22-01, at step 4-a. The arm should hold with a downward force up to 14 lbs but failed at 2.7 lbs. The arm also failed step 4-b. The arm should hold with a side ward force up to 10 lbs but failed at 2.55 lbs. Malfunction & will not tighten - mechanical failure hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.